Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a procedure. Three dates, (B)(6) 2007, (B)(6) 2011 and (B)(6) 2011, were provided but it is unknown on which the device was implanted. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.